Manufacturer narrative:
D10 concomitants: (B)(6) - 300-62-03 - stemless humeral comp integrip, cage, size 3. (B)(6) - 310-61-44 - stemless humeral head 44mm x 17mm x alpha. (B)(6) - 314-13-23 - equinoxe cage glenoid m, post aug, left. (B)(6) - 315-35-00 - glnd kwire. (B)(6) - 315-35-00 - glnd kwire. (B)(6) - 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6) - 531-20-00 - shldr gps rvrs drill kit. (B)(6) - 531-78-20 - shouldr gps hex pins kit. (B)(6) - 531-78-20 - shouldr gps hex pins kit. (B)(6) - a10012 - gps implant kit v2. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's shoulder was revised approximately 1 years 4 months post initial operation. The patient was converted from a stemless shoulder system to an anatomic shoulder system due to rotator cuff failure. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from a rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.